Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition of error was confirmed as an insert slide clamp alarm in the alarm log. The cause was that due to the safety slide clamp being out of calibration. To resolve the issue the safety slide clamp assembly was recalibrated (the shim was installed). The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump had an error. There was no patient involvement. Additional information was requested and is not available.